Event description:
Procedure type: right vats lobectomy. According to the reporter: fired the vascular reload on the pulmonary artery and the staples did not deploy, but the knife blade did. This resulted in 3 liters of blood being lost and pt required ICU. Another surgeon brought in from nearby theatre which meant a pt who had been anesthetised for op had to be waken up. The operation was converted to open. The last known pt status is stable. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. The surgical time was extended by more than 5 hours and the pt then needed ICU.

Manufacturer narrative:
(B)(4).